Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a short battery life was illustrated with drastic voltage drops leading to a call service alarm warning and corresponding alarm on (B)(6) 2015. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly. All current draws were found to be above specifications; the ¿short battery life¿ complaint was duplicated. The pump cover was removed for further investigation and two internal components were found to have overheated, thus they were suspected. All current draws returned to specification after removing the affected components from the printed circuit board. Unrelated to the initial complaint, the display contrast was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).